Event description:
PICC placed 1-21 at 1030. Went into jugular. Was redirected under fluoro to innominate vein. Flushed with normal saline as recommended by MFR secondary to the external valve. Pt discharged home. Rn unable to flush or instill urokinase to declot. Pt returned to hospital 1-22 to have catheter exchanged. New PICC exchanged over guidewire with tip in svc.